Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was complaining of pain in her back above her belt line. The health care provider told her that the stimulation was not in the correct location to help with that pain area. The manufacturer representative reprogrammed the patient and gave her a new high dose program d %+, 6o, 7- at 4 volts, pulse width of 210, and a rate of 500 hertz. The patient is very thin, and the battery is very superficial in her upper buttock and she complained of it being painful. The health care provider is going to revise her pocket and put the battery more lateral. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.